Event description:
The customer reported that on the first case of the day an occlusion occurred during third quadrant removal of the cataract. The nucleus was very dense and hard. The occlusion bell kept going off during irrigation and aspiration for the remainder of the case. The tip was removed and placed in a cup of bss to clear the occlusion. The occlusion did not clear. The customer switched out the tubing, handpiece, and system; but still kept getting the occlusion error message. The case was finished with the iol implanted with no problems. The surgeon cancelled the rest of the cases for the day (five).

Manufacturer narrative:
The company service rep examined the system and could not duplicate the error message. The system was tested and met all product specs. The surgeon confirmed the company service rep did not find anything wrong with the system. The system has been functioning properly since then.